Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. There was blood on the proximal and distal conductor of the lead and it was not obstructed. The distal lv (low voltage) electrode of the lead was covered in blood. The outer insulation of the lead was extrinsically breached due to melting. The overlay tubing of the lead was extrinsically breached due to melting and the overlay tubing of the lead was observed to have blood ingression. Visual summary analysis of the lead indicated apparent explant damage. The analyst commented, helix will not extend/retract at this time due to the dried blood in the tip end of the distal conductor preventing torque transfer when the connector pin is rotated. Blood could not be removed without damaging the helix.

Event description:
It was reported that the ventricular lead had variable r-waves. It was determined that the lead was dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: cd1257-40q competitor implantable cardioverter defibrillator (B)(6) 2013.(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.